Event description:
The pt stated he has had high blood glucose and he is unsure of the cause. He stated that his blood glucose has been mostly between 300-400 mg/dl since 12/05/2006. He stated that on 12/08/2006 his blood glucose measured 500 mg/dl. He stated he discovered the high blood glucose because he started to feel like it was high and he stated he had a dry mouth and he was urinating frequently. The pt stated he has been bolusing to lower his blood glucose. The pt stated that sometimes he uses the sides of his feet as an infusion site. He was advised that this is not a recommended area to use. The pt stated he would switch to his backup infusion device to see if his blood glucose lowers. The pt was advised to contact his physician. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.